Event description:
The programmer was returned to the manufacturer for repair of the printer. It was tested, analyzed and subsequently tested out of specification and is now reportable.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis confirmed that the printer indicated overheated and the capacitor on the pc board was out of electrical specification.